Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no product type or batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation for non specific product type. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2023, a spontaneous report from the united states via email regarding a patient (age and gender not provided) who used an unspecified thermacare heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer topically applied an unspecified thermacare heat wrap for an unspecified indication. On an unspecified date, after using the product, the consumer experienced the product hurt and burnt their back.